Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. Tandem technical support assisted the customer with resetting the pump; the alarm did not reoccur. The customer's blood glucose (bg) level was 47 mg/dl and carbohydrates were consumed to address the bg level. The cause of the low bg was not known. The customer declined tandem technical support's offer to troubleshoot.